Event description:
L-hook fell off into pt during surgery.

Manufacturer narrative:
Device was not returned device for evaluation, discussions with initial rptr and staff at healthcare provider decided not to return device.